Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and the ipg was non functional. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned.